Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a pump, pre-implant. It was reported that when the pump was interrogated prior to implantation, a pending alarm was noted. The pump was not implanted and was going to be returned for analysis. No patient symptoms were reported. No further complications were reported. Additional information was received from the healthcare provider (hcp) and manufacturing representative (rep). It was reported the pump was mistakenly implanted and started audibly alarming after implant. The hcp stated the patient's mother stated they heard the pump alarming four times since the patient was discharged on (B)(6) 2020. It was noted the pump was implanted on (B)(6) 2020. Additional information was received from the manufacturing representative (rep). Upon interrogation, the rep noted motor stalls and recoveries on (B)(6) 2020 and (B)(6) 2020. It was confirmed both stalls recovered, and there were no other stalls noted. The patient was reportedly fine, and not experiencing any issues with spasticity. The rep planned to check the logs again. It was reviewed the pump was alarming because the pump was taken out of shelf mode, and the pending alarm was not silenced. It was confirmed the pump was no longer alarming once they silenced the pump alarm. It was indicated the device was delivering 2000 mcg/ml of baclofen at 821 mcg/day. Additional information was received from the manufacturing representative (rep). The rep was not aware of anything that might have caused emi (electromagnetic) interference. The cause of the motor stalls pre-implant was unknown. However, it was reported that the situation was resolved, and the pump was functioning normally. No further action was planned. The patient's weight was approximately (B)(6) lbs.